Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 569 mg/dl. Assisted customer with programming the pump and meter together. Customer has not been wearing the pump for 4 days but will treat the high blood glucose with the insulin pump. The insulin pump will not be returned for analysis.